Manufacturer narrative:
The patient had burn with crusting and discoloration. The hyperpigmentation will likely resolve over time, the area of hypopigmentation on the forehead is unlikely to resolve without further intervention. The report was submitted on 21.6.22 in the test mode, and on 19.7.23 it was resubmitted in the production mode.

Event description:
It was reported about burns due to ipl treatment. Hyperpigmentation and hypopigmentation were observed after follow up of 3 months.